Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject stent was used for mca (middle cerebral artery) stenosis case, when delivering the subject stent to ica (internal carotid artery), the subject stent could not be delivered when it reached to the ica intracranial segment. When tried again, the delivery pole was fractured. The physician then replaced the subject stent with another one from competitor and completed the procedure without clinical consequences to the patient. No further information available at this time.

Event description:
It was reported that the subject stent was used for mca (middle cerebral artery ) stenosis case, when delivering the subject stent to ica (internal carotid artery), the subject stent could not be delivered when it reached to the ica intracranial segment. When tried again, the delivery pole was fractured. The physician then replaced the subject stent with another one from competitor and completed the procedure without clinical consequences to the patient. No further information available at this time.

Manufacturer narrative:
D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the device revealed that the proximal section of the stabilizer was broken/ fractured and kinked. The delivery catheter was kinked/bent throughout the entire catheter. The catheter was flushed, and a lot of blood exited. The stabilizer was unable to be advanced through the catheter due to the damage noted. The stent could not be removed from the catheter. The event was confirmed based on the analysis of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. The device was returned and it was confirmed that the stabilizer had been broken/fractured. It is probable that the device was damaged during navigation and manipulation through the patient¿s anatomy causing the difficulties experienced during the procedure. An assignable cause of procedural factors will be assigned to the reported ¿ stent broken/fractured during use, ¿ stent difficult/unable to advance or pull back through catheter and to the analysed ¿ stent stabilizer broken/fractured during use, ¿ stent stabilizer kinked/bent and ¿ stent stabilizer/catheter friction, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.